Manufacturer narrative:
No patient was involved in the event. Manufacturer's investigation conclusion: incidental findings: dislodged random-access memory (ram) module and damage to the main printed circuit board (pcb). The reported incident of a display issue was confirmed with the returned system monitor serial number (B)(4). Tech services verified reported issue, which found the main printed circuit board to be non-functional. After repair, the system monitor passed all tests and was returned to the customer site. Product performance engineering group received the main printed circuit board assembly (motherboard) and visual inspection revealed the ram memory module appeared to be dislodged. While operating on laboratory, the display issue was confirmed to be intermittent; however, the reported issue was able to be induced upon manipulating the memory module. The ram memory module was reseated and the test unit operated for an extended period. No functional was observed, thereafter. The analysis could not determine a root cause that attributed to the dislodged memory module. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with mfg and qa specifications. System monitor serial number (B)(4) was shipped on 21jan2008. Hmii IFU, hm3 IFU, has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was frozen without any data displayed. The device was returned for evaluation. Upon evaluation of the device, it was found that the unit had a damaged printed circuit board (pcb) and dislodged random-access memory (ram) module.